Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported in a clinical study that following an intraocular lens (iol) implant procedure, the patient was experiencing halos and patient had difficulty reading street signs, reading reflective signs at night. These symptoms are present in visit 1 but had improved in visit 2. Additional information has been requested.